Event description:
Philips received a complaint by the customer on the v60 indicating that "co2 rebreathing risk" alarm displayed on the system. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During troubleshoot it was identified that cause of the issue was due to faulty flow sensor. As a proactive action, the rse confirmed that system battery is also due for replacement. The customer is to order the spare for replacement.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site to confirm the issue. The fse confirmed that initial error described was input incorrectly. This unit did not have an issue with the gds. The fse identified that device is not operating on ac power. It did operate on internal battery. The system was not in clinical use. The fse identified the cause of the issue is due to faulty power supply. To resolve the issue, the fse replaced the power supply and battery. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.